Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the symphony screwdriver sleeve bent creating difficulty engaging the driver shaft through sleeve. There was no fragment generated. There was no surgical delay are reported. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown polyaxial driver tissue sleeve (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) unknown screwdrivers. This report is 2 of 2 (B)(4).